Event description:
Patient with ventriculoperitoneal shunt failure was undergoing revision of left frontal ventriculoperitoneal shunt and replacement with a codman 70 mm valve. After shunt placed, it was noted that when the peritoneal end of the catheter was lifted, a backward flow was noted. Since this should not be possible with working valves, the decision was made to replace the valve. Patient tolerated the procedure.